Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a battery failure message. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) was informed of the issue by the customer and planned onsite service for a philips field service engineer (fse) to go to the customer site. The fse went to the customer site and replaced the battery. The device passed all tests included in the performance verification test (pvt), confirming that the device returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.